Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer's blood glucose level was 5.2 mmol/l, 25 mmol/l and did a bolus. The customer reported that the insulin was leaking out under the adhesive at the quick release. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.